Event description:
Admitted in 2006 with electrical burns to anterior/posterior trunk, shoulders and upper extremeties. The burn area are partial thickness as well as full thickness total body surface area of burns is 32%. Three days later, the patient was taken to the operating room for debridement of partial thickness burns and excision of full thickness burns of first stage skin grafting. The surgeon utilized both anterior thighs by using the brown dermatome aperature of 12/1000th of an inch. This was meshed 3:1. The mesher did not mesh the skin large enough to cover as much of an area that the surgeon planned. As a result , the rest of the burn areas were convered with cadaver skin. The patient had tolerated this procedure well and was taken to the recovery room in stable condition.

Manufacturer narrative:
Approximate age of device is 20 years. Unit has never been returned to zimmer osp for regular pm and calibration.